Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Control panel froze during cooling. Power cycle led to a disk error. Post qc fail, led of the power inlet switch lost function and does not illuminate while device is on. Performed pm procedure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventive maintenance, the device was unable to cool the water so a test mixing pump was installed. This resolved the issue. Per sample evaluation results received via task on 17dec2024, it was reported that the control panel was froze during cooling. Power cycle led to a disk error. Post qc fail, led of the power inlet switch lost function and did not illuminate while device was on.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during preventive maintenance, the device was unable to cool the water so a test mixing pump was installed. This resolved the issue.